Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on 03/04/2015 with the following findings: the pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The pump history showed that the last basal delivery and the last bolus delivery were on (B)(6) 2015. There were no errors, alarms or warnings during the 24 hour duration testing. The daily insulin delivery totals correctly reflected the user's programmed basal rates. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) of 460 mg/dl with nausea, vomiting, large ketones, polydypsia, and abdominal pain associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and received phone advice regarding treatment by their healthcare provider. The patient self-treated with insulin via injection and other unspecified treatment. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.